Event description:
It was reported that a "resume insulin" alarm occurred inappropriately on multiple occasions. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.